Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate shocks. During an invasive procedure the physician experienced a telemetry problem with the ICD and a loss of pacing. The ICD was removed.